Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the search.

Event description:
The reporter stated that the surgeon inserted an aa4203tl single piece silicone lens with toric optic . Seven days later, the lens was removed due to the lens being dislocated. Surgery was completed with a three piece lens.